Event description:
Patient stated that she went to the hospital on saturday from 11am -7pm because of high blood sugar and high blood pressure. She reported that her blood glucose reading was 355 and her blood pressure was 196/106. Her normal blood sugar readings range from 90-150.